Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp) due to the "tipping" being too short to the position where it needed to be. An unspecified surgical procedure was performed. The patient was said to be fine after the procedure. No more information available at the moment, further information was requested. Additional information was received in which it was stated that the device cycled properly but pump was too short. During the procedure the physician "spliced in" a new pump to the existing cylinders. Additional information was received in which it was reported that the patient experienced mechanical issues while pumping the device. During the procedure, the physician noticed that the tubing was not long enough to accommodate the deep pump placement in the scrotum. The physician explanted the existing pump, leaving the rest of the device, and placed a new pump. No more information available at the moment. Should additional information become available, it will be provided. It was further reported that the surgical procedure was a revision of an ipp pump. The patient did not experience any adverse events. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
Device analysis: a pump mechanical issue and device length issue were reported. The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. A mechanical pump malfunction was confirmed. The inadequate length allegation could not be confirmed as the patient specific anatomy is unknown. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp) due to the "tipping" being too short to the position where it needed to be. An unspecified surgical procedure was performed. The patient was said to be fine after the procedure. No more information available at the moment, further information was requested. Additional information was received in which it was stated that the device cycled properly but pump was too short. During the procedure the physician "spliced in" a new pump to the existing cylinders. Additional information was received in which it was reported that the patient experienced mechanical issues while pumping the device. During the procedure, the physician noticed that the tubing was not long enough to accommodate the deep pump placement in the scrotum. The physician explanted the existing pump, leaving the rest of the device, and placed a new pump. No more information available at the moment. Should additional information become available, it will be provided. It was further reported that the surgical procedure was a revision of an ipp pump. The patient did not experience any adverse events. No more information available at the moment. Should additional information become available, it will be provided.